Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the implantation procedure, the patient experienced significant pain while the pacemaker pocket was being created. When the delivery catheter and pacing lead were inserted, a vagal reflex was triggered, leading to a drop in blood pressure. This resulted in agitation and convulsions, and the patient struggled to breathe and held their breath. To ensure the patient's safety, emergency measures were taken. Once the patient was stabilized, the drape was disinfected and repositioned, after which a new pacing lead and catheter were used. No further patient complications have been reported as a result of this event.